Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been receive. A follow up report will be submitted with investigation results should the affected product be received for eval.

Event description:
A texium used during a chemotherapy infusion was identified to be "slowly oozing at the site where the bonded tip is attached to the set." Although requested, no add'l pt or event details were provided by the customer.